Manufacturer narrative:
(B)(4). Should additional relevant information become available; a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized in the month prior to the month of death for an unrelated indication and was subsequently discharged. It was not reported if the patient was hospitalized at the time of death. Pd therapy was ongoing prior to the time of death, however it was not reported if the patient was performing therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.